Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was having issues. Additional information was received and patient (pt) stated that they had ins for bladder retention. And that they have not got the benefit that they thought they would from the ins. Clarified not getting 50% reduction in symptoms. Pt stated this has been going on since date of implanted(doi) pt clarified that their ins battery is "still full", but reported "it stopped working". Pt further clarified they have turned stimulation (stim) all the way up and are no longer feeling stim and that they were told by hcp that battery is still "like 75-85%". Pt denied any recent trauma/falls. Pt started "probably around last august". Pt stated new dr at (B)(6) will be doing x-ray on thursday. No further complications were reported/anticipated at this time.